Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the alarms were not loud enough and the customer did not feel the vibration. Reportedly, the customer was able to hear the vibration rather than feel the vibration. The customer reported that the speaker is fine during the day, but gets muffled by blankets during the night and reported that this is an issue when blood glucose is elevated (160-300 mg/dl). During troubleshooting with tandem's technical support (cts), cts verified with the customer that the sound settings were set to high and verified that the speaker worked as expected. Reportedly, the customer believed the settings should be designed in way to be more intense/louder.